Manufacturer narrative:
Analysis was performed on the returned device. The reported difficult to remove the device and difficultly removing the suture could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined. Factors that contribute to the difficulty removing the device or difficulty removing the suture may include, but are not limited to manufacturing, tissue or suture caught in foot, posterior cuff partly deployed in foot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device after a percutaneous transluminal coronary angioplasty (ptca) interventional procedure using a 6f sheath. Reportedly, when the prostyle device was attempted to be removed from the patient after deployment, the device was difficult to remove. It was noted that the suture was hooked in the o-ring of the device. The device was able to be removed by "pulling harder". The suture of the prostyle was used successfully to achieve hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.